Manufacturer narrative:
Device passed self test. Pump received error 38 during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 60 due to pump error 38. Device tested outside the pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 496 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer reported that they came back in to restart the insulin pump, it popped up reservoir and tubing, and had pump error alarms. The customer reported that they were able to clear the alarm but unable to rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.